Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was to undergo an ipg implant on (B)(6) 2018. The new ipg would not communicate with any external devices, despite multiple troubleshooting attempts. As a result, the physician implanted a different ipg, which resolved the issue.